Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 25 june 2025, senseonics was made aware of an incident where user received a glucose suspend alert which led to early sensor removal.

Manufacturer narrative:
The user started receiving glucose suspend alert on 20 may 2025, day 53 after insertion, this continued throughout the period it was inserted. The sensor was returned for further investigation. In house testing of the returned sensor showed no issues with sensor chemical performance. A review of dms data revealed that glucose was blinded for at least an hour due to a communication issue detected by the system's self-checks, and per design, this triggered the sensor replacement alert. The potential root cause of the communication issue may be related to an internal electronic component the sensor; however, this could not be reproduced during in-house testing. As part of the resolution, the user was offered a sensor replacement.